Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) alaskan female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant and experienced dissatisfaction with the procedure outcome post-operatively. As a result, the patient underwent explantation on (B)(6), 2022. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: dissatisfaction. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 350cc mentor memorygel breast implant and experienced dissatisfaction with the procedure outcome post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.